Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on (B)(6) 2015 was between 52 mg/dl and 499 mg/dl severe dizziness and severe headache. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s settings were not recently changed. During troubleshooting, it was reported that: the pump¿s basal history and total daily dose basal history were appropriate for the programmed basal rates and the pump was miscalculating recommended bolus totals. This complaint is being reported because the serious health event was attributed to an alleged pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 06/16/2015-product analysis: the device was returned and evaluated by product analysis on 06/01/2015 with the following findings: the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal behavior; total daily dose totals were appropriate per the user programmed basal rates. The pump successfully completed a prime sequence, accurately calculated and performed bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were accurately recorded in the pump¿s history. Unrelated to the complaint, a battery compartment crack was observed. Investigation revealed the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.